Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts decided to replace the pump, and the caller was advised on using multiple daily injections as backup therapy. Cts provided guidance on storage mode and instructed returning the pump to tandem. A replacement pump with updated software was shipped, and the caller comprehended all instructions.